Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# va0gmlj, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient was implanted in (B)(6) and they were having trouble trying to program their stimulator. The patient had all of the settings on high and they didn¿t have any stimulation feeling. It was noted that the patient usually did feel stimulation and the programmer screen right now showed they were on program 3 at 6.5v and they saw the lightning bolt. The patient was not sure how their symptoms are doing and it took them a long time to get into the bathroom so they were not sure if the device was helping. It was stated that the patient spoke to someone from the manufacturer and they said they were putting the patient on low settings. The patient saw their health care provider (hcp) yesterday for their follow-up appointment and they told the patient to change the settings. It was reported that the patient was wondering if the stimulation was set too low. The patient thought they were on program 3 but when they turned on the programmer they were on program 4 so they changed it back to program 3. It was noted that the patient had tried all of the programs 1, 2, 3, and 4 and did not see any difference. The patient was at 6.5v and was barely feeling anything and they thought on program 4 they were feeling it a little stronger. It was stated that the patient could not increase any higher than 6.5v because that was as high as it could go. The patient could feel the stimulation when it was first implanted and they were not sure when it started to fade because they started fooling around with the settings. It was reported that the patient was not feeling the strong stimulation jerk within the last 6 weeks.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) who reported that the patient said their device was not working. The patient advised the MRI technician that their hcp had told them two years ago that the device was not working. No patient symptoms were reported. No complications were reported or anticipated.

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient had appointments on 2014 (B)(6) and 2014 (B)(6). It was unknown if there was a 50 percent or greater symptom reduction. The cause of the event was not determined and it was unknown if it was device related. Reprogramming was needed and programs 2 and 4 were too weak. Reprogramming was done on 2014 (B)(6) and the amplitude was increased to feel stimulation. It was unknown how the patient was doing now and they would follow-up after the patient tried the new programs.